Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; deformation, creases fold, cloudy, voids and the weight the device within specification. A microscopic analysis was performed which identified: wear abrasion. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Wrinkles (creases) are observed but have no relationship with manufacturing. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side "wrinkling/rippling", "creases" and exchange due to patient's concern with product. Patient representative reported "breasts are too big, the patient has moderate size breasts, baker iii soft" and "the patient has been living in a state of distress and fear of an undetected cancer." Healthcare professional later reported "baker-iii capsular contracture". Device was explanted.